Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively due to the haptic was noted to be broken in the patient's eye. The incision was enlarged and a back up lens was implanted. No additional information was provided. Additional information has been requested. Please reference MDR # 1119279-2014-00220 for the lens used in this event.